Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on 17-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('possibly pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and adenomyosis ("adenomyosis"). The patient was treated with surgery (robot-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, dysmenorrhoea, menorrhagia and pelvic pain with essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2012 (per mr). Discrepancy noted for essure removal date- (B)(6) 2018, (B)(6) 2019 (per mr). Essure insertion details: the essure device was inserted. There were noted to be 2 coils visible. On the right side, the same procedure was performed and 2 trailing coils were noted. The patient tolerated the procedure well. Removal details: she undergone excision and ablation of endometriosis, uterosacral ligament vaginal vault suspension and cystoscopy. The fallopian tubes and ovaries appeared normal but for a small paratubal cyst on the left. The uterus was elevated and inspection of the posterior cul-de-sac revealed a couple powder bum spots of endometriosis. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "menorrhagia, dysmenorrhea, adenomyosis and pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical record received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ menorrhagia, dysmenorrhea, adenomyosis and pain¿. Patient date of birth was updated and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.